Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated MRI procedure, noise on the right ventricular (rv) lead was noted potentially due to lead damage. The lead parameters were reprogrammed. The patient was stable with no adverse consequences.